Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and no recurrence of the malfunction code was noted after the reset. Additionally, technical support advised the customer to continue using the pump for insulin therapy.